Manufacturer narrative:
Please refer to (B)(4). A new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
Rep reported that the surgeon was unable to visualize any markers on xray, unable to determine orientation and unable to accurately determine setting via xray. Surgeon decided to xray the patient at patient follow up. No adverse consequences to the patient. Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
Rep reported that the surgeon was unable to visualize any markers on xray, unable to determine orientation and unable to accurately determine setting via xray. Surgeon decided to xray the patient at patient follow up. No adverse consequences to the patient.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is still implanted and therefore not available for investigation. Upon completion of a lot record review a follow up report will be filed. Device still implanted.